Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 474.9 mcg/day) via an implanted pump. The indication for use is failed back surgery syndrome and spinal pain. On (B)(6) 2015 it was reported that the catheter was inadvertently cut during a back surgery and the catheter was revised on (B)(6) 2015. It was later clarified that the catheter tip had sheared off during a decompression surgery. The healthcare professional (hcp) had pulled the section of catheter out of the intrathecal space. The catheter section was not long enough to be measured so the full catheter remained in patient. It was noted that the representative has assisted with programming the priming bolus of the distal segment. No patient symptoms were reported.